Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump using multiple usb cables, wall adapter and power source. The pump was able to be charged successfully with an alternate cable. Blood glucose level was 123 mg/dl.